Manufacturer narrative:
MDR (B)(4) / initial 3 of 5 e1:name tandem country: united states of america street 11045 roselle street line 2 suite 200 city san diego state california zip code 92121 based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported on (B)(6) 2026 that the patient¿s five infusion sets patch did not stick to skin upon insertion.